Event description:
It was alleged that a patient post -op in the ICU arrested requiring intubation. During intubation the cuff was reported to leak. This allegedly occurred with three different size tubes on the same patient.

Event description:
The endotracheal tube received was submerged in water. Air was inserted into the cuff and no bubbles were noted. The cuff was also inflated for 4 hours and did not leak. The eval of the endotracheal tube did not confirm the complaint. All endotracheal tubes are 100% inspected and inflated for 4 hours during mfg to ensure there are no leaks. The mfg facility provided additional training to the employees responsible for this line. In addition, the assembly line and multi-vac machines were inspected for sharp areas that may increase the possibility of cuff damage.